Manufacturer narrative:
Manufacturer¿s investigation conclusion: the heartmate 3 system controller (serial number (B)(6)) was returned for evaluation following the reported event of communication fault alarms. The reported driveline communication fault alarms are addressed under the modular cable investigation. The returned system controller successfully operated a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The reported event could not be correlated to an issue with the system controller. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 instructions for use, rev. C section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook, rev. D section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including driveline communication fault alarms and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use, rev. C section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook, rev. D section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the system controller. The heartmate 3 patient handbook, rev. C section 2, entitled ¿how your heart pump works¿, instructs users to never submerge the heartmate 3 system controller or expose it to fluids or liquids of any kind. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. During the product investigation the power cable jackets were removed, and fluid ingress was observed no further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient experienced a communication fault alarm. Additionally, the percutaneous lead had damage which was previously covered with rescue tape. The customer reported that the alarm cleared with heartmate touch and that the patient would be monitored for reoccurrences of the alarm. Log files were submitted for review. The event log contained intermittent comm b faults on 24jan2025. The log also that revealed the patient pressed the silence button when the alarms began. The pump itself appeared to be operating within normal parameters and was not affected by this fault. The patient then presented to the emergency department with communication fault alarm on (B)(6) 2025. Log files were submitted again for evaluation. The log file captured driveline comm fault alarms on (B)(6) 2025. The pump continued to run as intended at that time. The modular cable and the system controller were exchanged. Additional log files were submitted for review and captured the modular cable and system controller exchange. The driveline comm fault appeared to have resolved.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was later reported that the driveline had small "nicks" and tears and that the modular cable was discolored. Patient was said to be in stable condition.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.